Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had black ring coming out of the pump at the reservoir compartment. The customer's blood glucose level was unknown. The customer's most current level was 160mg/dl. The customer's blood glucose level at the time of incident was unknown. The customer states when pushing the reservoir in, insulin comes out because the pump thinks there is a different amount of insulin than what actually is in the reservoir. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump had minor scratches on the lcd window, a broken reservoir tube lip, a missing end cap sticker and a missing o-ring on the reservoir tube.